Event description:
The customer reported that during the first case the cassette failed to prime. The following message was displayed: "check the connectors and prime again. Replace the fms if problem persists". They tried to prime other cassettes several times. They called the co svc rep to troubleshoot. A cassette finally primed successfully but it took 3 hrs to solve the problem (surgeon didn't close the eye and surgery had not been postponed). The surgeon stated surgery was completed with no pt consequence.